Event description:
Laparoscopic cholecystectomy - "acute cholecystitis, oedematis gallbladder and cystic duct were large. A 5mm clipper correctly inserted, loaded and placed. Clipper moved along duct to position over bulk of duct proximal to gallbladder. Positioning action dislodged clip and twisted arms out of alignment. Clip in turn completely twisted. New device handed off ((B)(4)) same batch number." Type of intervention: incumbent clipper used. Pt status: operation completed successfully.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.